Event description:
It was reported that the patient required 13 shocks from their implantable cardioverter-defibrillator (ICD) on (B)(6) 2023 due to sustained ventricular tachycardia. The patient was otherwise asymptomatic, and the arrhythmia did not result in any clinical compromise. The patient received an amiodarone drip, and the patient's transplant status was upgraded to status 1. The arrhythmia was not thought to be device or therapy related. The patient received a heart transplant on (B)(6) 2023 and the arrythmia resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.